Manufacturer narrative:
Technician went to the account to investigate. Account would not release any info regarding the fall or when it occurred. Technician inspected the bed and found the bed exit and nurse call to be functioning as designed. Account stated that after the alleged incident, he had his maintenance staff inspect the bed and they also found it to be functioning properly.

Event description:
Account alleges the bed did not place a nurse called during a ppm alarm. Account alleges a pt was in the bed and was injured. Account stated this happen a while ago and does not know the occurrence date. Account was unable to provide a serial number.